Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, inflammation and visibility/palpability.

Event description:
Healthcare professional reported "post-traumatic capsular contracture release following fall. History of capsular contracture.", "fall approximately one month ago from a counter, landing flat on the chest. Reports immediate swelling and heat, unable to touch breasts for weeks. Experienced a sensation of the capsule "peeling off' with certain movements" and "baker ii". Later healthcare professional reported "reports a constant grabbing sensation in the arms since the fall". Healthcare professional reported "silicone implants without rupture, minimal fluid collection". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "post-traumatic capsular contracture release following fall. History of capsular contracture.", "fall approximately one month ago from a counter, landing flat on the chest. Reports immediate swelling and heat, unable to touch breasts for weeks. Experienced a sensation of the capsule "peeling off' with certain movements" and "baker ii". Later healthcare professional reported "reports a constant grabbing sensation in the arms since the fall". Healthcare professional reported "silicone implants without rupture, minimal fluid collection". Later healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h.6.